Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
(B)(6) 2018 10:47:24 (B)(6). Po for $(B)(6) approved by (B)(6). Shipping & billing addresses confirmed. Npi. (B)(6) 2018 06:33:31 (B)(6). Tamper seal intact. Device received with software v9.33 - sku updated. (B)(6) 2018 12:16:17 (B)(6). Replaced claws/gears, lower housing, split nuts, tube driver, wiper seal, flange gripper. Split nut recall completed. Device calibrated and pmed. (B)(6) 2018 12:36:01 (B)(6). Split nut recall r069 was done since r051 status was "esto" on xsm0054 sap. (B)(6) 2018 08:02:44 (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.